Manufacturer narrative:
This follow-up report is submitted, to FDA in accord with applicable regulations. And as indicated, by terumo cardiovascular systems in the initial report submitted to the FDA on july 28, 2021. Upon further investigation of the reported event. The following information is new and/or changed: d4: (additional device information, added expiration date). G3: (date received by manufacturer). G6: (indication that this is a follow-up report). H2: (follow-up, due to additional information and device evaluation). H3: (device evaluated by manufacturer). H4: (device manufacture date). H6: (identification of evaluation codes 10, 11, 3331, 3259, 25). Type of investigation: #1: 10, testing of actual/suspected device. Type of investigation #2: 11, testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331, analysis of production records. Investigation findings: 3259, improper physical structure. Investigation conclusions: 25, cause traced to manufacturing. The affected sample was inspected upon return to confirm, a substance on the reservoir lid in the area of the cr filter. The material was identified as polydimethylsiloxane (silicone). This material is used in the vr and cr filter assembly. The retention sample was inspected and found to have no foreign matter contained within and no build up present in the port. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular prior to cardiopulmonary bypass, during setup, the reservoir has white spots inside. No patient involvement. The product was changed out. The surgery was completed successfully.